Event description:
Device evaluation: the device and dislodged stent were returned. The stent was severely stretched and deformed. The balloon folds were open and crimp impressions were evident. The hypo tube was kinked and detached just distal to the strain relief. The luer and strain relief were not returned. Cine image review:procedural images confirm the complex vessel anatomy. The patient had undergone previous bypass surgery to the left coronary system. The target vessel was calcified and stenotic. Coronary angiography after initial pre-dilatation activities did not appear to show a big improvement to the lesion stenosis. This suggests that the vessel may have been partially resistant to pre-dilatation activities. No images were provided showing the unsuccessful delivery and withdrawal of the resolute integrity stent prior to the repeat pre-dilatation activities. After further pre-dilation the target lesions still appeared stenotic. It appears most likely that the vessel morphology impacted on the unsuccessful delivery of the stent to the target lesion. The attempts at delivering the stent most likely impacted on damage to the stent. The procedural difficulties encountered most likely resulted in damage occurring to the stent which in turn impacted on the stent security resulting in the stent dislodgment. Final images show the presence of the damaged stent in the femoral sheath.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (patient lesion morphology: 70% stenosis after pre dilation), related to another device (attempted to remove stent through sheath resulted in dislodgement), failure to follow instructions (force used), no device return. Evaluation conclusion: failure to follow instructions (force used), related to another device (attempted to remove stent through sheath resulted in dislodgement). (B)(4).

Event description:
The physician attempted to implant a 2.75mm x 30mm resolute integrity rx drug eluting stent in the distal lad, which was reported to have moderate tortuosity, calcification and 85% stenosis. Pre dilation was carried out with 70% stenosis remaining. The resolute integrity was unable to cross the lesion, following removal and further pre-dilation, the physician re- attempted to implant the resolute integrity. The physician pushed hard on the device; however, was unsuccessful. The physician pulled back on the device and a strut became lifted on proximal, attempt was made to pull back into the guide, however, it would not go into the guide catheter because of the lifted stent strut. The physician pulled out just the guide catheter and pulled the stent back to the sheath. Attempted to remove through the sheath and the stent came off the balloon and remained inside the vessel. A vascular surgeon performed a cut down procedure and the physician was able to remove the stent with forceps. No patient injury or other clinical sequelae were reported.